Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker exhibited oversensing of noise due to emi but noise revision mode was not activated and the patient was paced at the base rate. A different programmer was tried with the same result. The patient was stable.